Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on 18/aug/2022 at 08:41:01, on 12/may/2024 at 04:56:58, and on 14/may/2024 at 04:20:31 in which the motor start parameters were atypical. In addition, six (6) vad disconnect alarms were logged on (B)(6) 2022, indicating that the controller was powered up without the driveline connected. The alarm cleared at 08:58:18, indicating that the driveline was connected to the controller. Review of the event log file revealed seven (7) controller power-up events with associated pump start events logged between 18/aug/2022 at 08:58:07 and 14/may/2024 at 04:20:24, indicating losses of power to the controller. Various parameters, including time, patient ID, and vad ID were programmed prior to the vad disconnect alarms and f irst controller power up event, indicating that the vad disconnect alarms and initial controller power up occurred during the initial programming of the controller and/or a controller exchange. The controller was without power for an average of twelve (12) seconds for the remaining losses of power. As a result, the reported controller losses of power and atypical starting parameters events were confirmed. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the losses of power was not available. Review of the alarm log file also revealed one (1) low flow alarm was logged on (B)(6) 2023. The low flow alarm is an additional finding not related to the reported event. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during vad startup. Based on the risk documentation, possible causes of the low flow finding may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, and/or poor vad filling. The most likely root cause of the losses of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, controller (B)(6) falls in scope of this CAPA. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2022 / serial #: (B)(6); UDI #: (B)(4); d9: no h3: no h4: mfg date: 14-oct-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient, who has a medical history of cardiomyopathy, experienced atypical motor starts in (B)(6) 2024 associated with a ventricular assist device (vad). The patient was admitted to the hospital during these events. It was also reported that the controller exhibited double power disconnects, and there was suspicion that the staff may have accidentally caused these disconnects, contributing to the situation. The device involved was a pump 1103 ventricular assist device and a controller. The patient's outcome was reported as alive with no injury.